Manufacturer narrative:
The insulin pump had no audio tones due to a broken transducer wire. The insulin pump had motor error alarms due to corroded motor error switch. Unable to perform further tests due to motor error alarms.

Event description:
It was reported that the audible tones were not working on the insulin pump. Troubleshooting was not performed. Mother stated customer is a skateboarder, and the problem could have been due to heavy physical activity.